Event description:
It was reported this was an arteriotomy closure of a mildly calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with two prostyle devices on the rcfa and a cuff miss occurred with two prostyle devices on the lcfa. The sutures of two new prostyles were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to a 16f sheath on the rcfa and 12f on the lcfa. The evar was completed. The knots of the devices on the rcfa were successfully advanced and tied off. It was noted there was still tissue track oozing so another prostyle was used to address the tissue track oozing and to achieve hemostasis on the rcfa. Hemostasis was achieved with the pre-placed prostyle sutures on the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three prostyle devices referenced filed under separate medwatch report numbers. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three prostyle devices referenced filed under separate medwatch report numbers. Na.

Event description:
It was reported this was an arteriotomy closure of a mildy calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with two prostyle devices on the rcfa and a cuff miss occurred with two prostyle devices on the lcfa. The sutures of two new prostyles were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to a 16f sheath on the rcfa and 12f on the lcfa. The evar was completed. The knots of the devices on the rcfa were successfully advanced and tied off. It was noted there was still tissue track oozing so another prostyle was used to address the tissue track oozing and to achieve hemostasis on the rcfa. Hemostasis was achieved with the pre-placed prostyle sutures on the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.